Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000 / lot 1017510 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1017510. Test base part number 190-000 / lot 1017510. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017510 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference MFR. Report# 1221359-2021-02212.

Event description:
The customer reported receiving multiple conflicting and inconsistent results of vaccinated patients performed with the ID now covid-19 on a direct tested nasal kitted swabs. The customer reported that repeat testing was only performed on symptomatic patients with a positive result obtained. Pcr confirmation testing was performed on nasal swabs (results not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No treatment was provided and there was no patient harm. Technical services reported that in speaking with the customer it was discovered that the customer was using expired component kits for testing and never cleaned or decontaminated the instrument even after bringing it back out from storage. Technical service advised the customer that the lack of disaffecting and use of expired product can contribute to conflicting results. Technical services also, directed the customer to the product insert referencing proper care and handling for both kits and instruments,